Event description:
(B)(4). Initial information received from a physician on (B)(6) 2008, who reported 3 cases. This report corresponds to case 2 of 3 (associated cases are (B)(4)): a female patient, age not specified, is receiving poly-l-lactic acid (sculptra), therapy dates unknown, for a very gaunt face. The number of poly-l-lactic acid treatments received, and treatment dates were not specified. It was reported that she had a reasonable response to poly-l-lactic acid. The patient reported a "bluish tinge to the cheeks." The physician stated that the event was "not immediately after the injection-not like post-op bruising," also stated as "not immediately post-op. It is not due to bruising." The event "is in the sub-malar area, in the lower half of the cheek but not into the jowl." The report indicated that 2 of the 3 patients experienced the event after the second treatment. It was not specified if this patient were 1 of those 2 patients. The treatments are continuing. Medical history was not provided. Concomitant medications were not provided. No further medical information reported.